Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery alarm and no rewind/noise anomaly during test noted. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alarm noted in the long trace or device history. Device received with cracked case behind device near the battery tube compartment. Test reservoir lock properly inside the reservoir tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error. Customer stated that insulin pump had random unexplained no delivery alarms and not always accepting bolus in first try. Customer stated that insulin pump rewind was slower and making grinding noise, battery life was diminished and insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.